Event description:
A patient reported that they are unable to get more than two coupling bars when they are seated but they can get 8 bars when standing. No environmental or external factors that may have contributed to the issue have been reported. The patient was informed by a manufacturer representative that 6-8 coupling bars are recommended for optimal charge. The manufacturer representative was to meet with the patient at their healthcare provider (hcp) office to go over charging techniques. Additional information provided reports that the manufacturer representative was able to meet with the patient and watched them get 8 coupling bars when seated; the patient informed the manufacturer representative that they then lose coupling bars when they lay down and move. It was noted that the patient didn¿t want to troubleshoot with the manufacturer over the phone. The patient stated that it is also painful for them to reach around to place the charger over the battery; they were to follow up with their physician for these issues. It was further reported that the patient met with their implanting physician¿s nurse and they believe that the pain is not related to the patient¿s implantable neurostimulator (ins) but rather the tendonitis in their shoulder. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.